Event description:
It was reported by the service center that the ventilator had reset alarms (ln vent1: self-rst) while connected to a pt. No reported harm to the pt.

Manufacturer narrative:
The service center found the power board super capacitor leaked electrolyte onto the power board. The power board was replaced to correct the reported problem.